Event description:
It was reported to boston scientific corporation that a navigator was used during a retrograde intrarenal surgery procedure performed on (B)(6) 2023. During the procedure, a resistance or scraping was felt against the inner wall of the outer sheath when the inner sheath was inserted. The procedure was completed with another navigator device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Imdrf device code a040506 captures the reportable event of sheath peeled.

Manufacturer narrative:
Block h6: imdrf device code a040506 captures the reportable event of sheath peeled. Block h10: investigation results: the returned navigator device was analyzed, and a visual evaluation found that the device was in good condition. A functional test was performed and the sheath did not feel any resistance. Microscopic inspection was also performed and it was observed that the evidence of the inner sheath peeled was not found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of sheath peeled was not confirmed. After conducting a thorough investigation into the device, it was determined that the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a navigator was used during a retrograde intrarenal surgery procedure performed on (B)(6) 2023. During the procedure, a resistance or scraping was felt against the inner wall of the outer sheath when the inner sheath was inserted. The procedure was completed with another navigator device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on april 20, 2023: it was reported that the navigator device was used in the ureter during a retrograde intrarenal surgery procedure.

Event description:
It was reported to boston scientific corporation that a navigator was used during a retrograde intrarenal surgery procedure performed on (B)(6) 2023. During the procedure, a resistance or scraping was felt against the inner wall of the outer sheath when the inner sheath was inserted. The procedure was completed with another navigator device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on april 20, 2023: it was reported that the navigator device was used in the ureter during a retrograde intrarenal surgery procedure.

Manufacturer narrative:
Block h2: correction: b5 (describe event or problem) and d7a (sud reprocessed and reused?). Block h6: imdrf device code a040506 captures the reportable event of sheath peeled.